Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-00512 with regard to a pressure reported issue.

Manufacturer narrative:
The date received by mfg (g4) entered in the initial emdr (mfg report number. 2249723-2021-00510) was incorrect. The correct g4 date and true aware date for this reported event is 12feb2021. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse inspected the iabp and confirmed the issue. Both batteries were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) battery was not charged. There was no patient involvement, and no adverse event reported.